Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device passed all of the electrical tests performed. However, this device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data and intrusion of the dye penetrant into the implantable cochlear stimulator (ics) inner cavity, due to a fine leak failure in the feedthru assembly, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected revision surgery for a technology upgrade. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.